Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter was reading inaccurately high. While speaking to the one touch customer advocate (otca), the pt performed a control solution test that failed. She obtained a result of "147 mg/dl." The acceptable control range listed on the reported test strip vial was "102-136 mg/dl" according to the pt. The pt shook the control solution vial and retested. The pt got a 2nd control solution reading of "136 mg/dl". Due to getting unspecified high readings on the meter, the pt claimed that she took a whole pill (120 mg) of starlix the same day, at an unk time, instead of her usual dose of 1/2 a pill. She expected her blood glucose to come down an unk time later after taking the increased dose of starlix. An unk time later, the pt retested an got an unspecified result that was not low although she claimed to have felt a little low at the time. The pt did not provide any specific symptoms. The pt administered self-treatment by eating food. It would have been helpful to know following info: the pt's testing frequency, her medication and diabetes management regimens, what specific symptoms she had, what time the symptoms developed, what time the starlix was taken, and what her blood glucose readings were before and after the symptoms developed. In addition, it would have been helpful to know if the pt felt better after eating the food. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed unspecified symptoms of feeling low after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.